Event description:
Customer reported a false negative troponin I (tni) result on triage cardio profiler. Kit using triage meter vs. Dade exl result. (B)(6). Clinical information requested but not available.

Manufacturer narrative:
Two patient samples were returned to biosite for testing. The samples were tested along with a calibrator on retain samples form the same lot. The samples were also tested on access ii to verify results of testing on triage. Results of patient sample testing is as follows: - patient sample 1 recovered <0.05 on w45357 and 0.03ng/ml on access. - patient sample 2 recovered <0.05 on w45357 and 0.03ng/ml on access. All calibrator data points were within the manufacturing 2sd range. No elevated values for tni recovery were observed on triage w45357 or access for the 2 returned patient samples. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. Review of manufacturing release data indicated that all release criteria were met. No corrective action required at this time as no product deficiency was established.